Manufacturer narrative:
UDI: (B)(4). Concomitant device: small battery drive device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 2 of 2 of the same event . It was reported from (B)(6) that during post-surgery to unspecified surgical procedure, it was observed that the small battery drive device power was noisy and had low power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon further investigation, it was determined that MFR# 8030965-2019-65499 is a duplicate of MFR# 8030965-2019-65563. Reference MFR # 8030965-2019-65563 for all further reporting regarding this event. If additional information should become available, a supplemental medwatch will be submitted accordingly.